Event description:
It was reported that the right ventricular lead has been capturing short v-v intervals for approximately 14 months and the sensing integrity counter (sic) has also increased since the last interrogation 3 months ago. Non-sustained tachycardia (nst) episodes indicate t wave oversensing and a low amplitude of the qrs complex. The physician is going to change the lead programming and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation however performance data was collected from the device and analyzed. Analysis revealed no anomalies.